Event description:
It was reported that after a deviated septum repair with cryotherapy the patient experienced epistaxis. The doctor attempted to control the bleeding with packing. The patient then presented with epistaxis 7 days later and the affected area was cauterized. The patient returned 21 days later with additional epistaxis and the physician cauterized the affected area again. No additional epistaxis has occurred and no permanent damage was reported.

Manufacturer narrative:
Device not available for return.